Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient reported that she experienced a hypoglycemic episode. The patient stated that her family found her unconscious on the floor. The patient's mother in law gave her glucagon and the patient regained consciousness. Emergency medical teams (emt) were not called and the patient didn't go to the hospital. No product defects or failures were alleged. At the time of contact, the patient was good. No additional event or patient information was provided.